Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that moisture accumulated on the connector¿s printed circuit board due to water ingress, causing image noise. Regarding the cause, based on the condition of the scope connector, it is possible that the crack that led to the leakage was caused by a drop or external stress; however, we were unable to determine the specific circumstances under which this occurred. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in nozzle. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited image noise and displayed sandstorm on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.